Event description:
It was reported that quick bolus/wake button on pump was extremely difficult to press and often required multiple presses to turn on pump screen, and issue continued even after pump was removed from case. There was no adverse impact to the customer's blood glucose level. Customer was instructed on proper button pressing technique, agreed to use multiple daily injections while continuing current pump until replacement arrived, and technical support arranged in-warranty pump replacement, confirmed shipping address, provided instructions for storage mode, and advised customer to reprogram settings, reconnect continuous glucose monitor, and return problematic pump using prepaid label within 10 days.